Event description:
On (B)(6) 2018, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿176 and 158 mg/dl, 137 and 124 mg/dl, 149 and 137 mg/dl, 166 and 156 mg/dl, 103 and 96 mg/dl, 195 and 188 mg/dl, 157 and 130 mg/dl, 165 and 181 mg/dl and 181 and 135 mg/dl" with the subject meter, each of these sets of results were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.